Manufacturer narrative:
Follow-up received on 04-nov-2016: following reconciliation with study database, the event intense pelvic pain episodes / pain/cramps/pain during essure placement was split to pain/cramps, procedural pain and intense pelvic pain leading to bilateral salpingectomy. Procedure failure was added. In addition, regulatory authority number was received ((B)(4)). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 1781 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female subject who was involved in an observational company-sponsored study ((B)(4)). She experienced bleeding (interpreted as genital bleeding) and intense pelvic pain leading to bilateral salpingectomy (previously reported as intense pelvic pain episodes (pain/cramps) persistent 10 days) after fallopian tube occlusion insert (essure) placement. All events are anticipated according to essure's reference safety information and were considered serious due to medical importance. After essure insertion abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur; in this case given the close temporal relation between the events and essure procedure causality with essure cannot be excluded. This case was regarded as incident because device removal was required and surgical intervention was performed. Additionally, non-serious events were added. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.

Event description:
This study case report was received from an investigator in (B)(6) on (B)(6) 2008 and refers to a (B)(6)-year-old female patient who was involved in an observational company-sponsored study, study number: (B)(6). Additional information was received on (B)(6) 2008 which qualifies this case as an incident.. Study description: study (B)(6), essure ess305 is a non-interventional, multicenter, prospective, epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure® permanent sterilization method, as measured by the absence of pregnancy. Patient number: (B)(6) patient has as medical history parity 3, salpingitis and menstrual pain. The date of her last menstrual period was (B)(6) 2008 and, as current contraception, she uses condoms. According to health care professional, patient had essure inserted in (B)(6) 2008 on consultation. Nsaid (nonsteroidal anti-inflammatory drugs) were used as premedication. No initial anesthesia was applied during insertion. Uterine distention with hysteroscopy was possible and the visualization of both ostium was done. The condition of patient's uterine cavity was normal and her uterus was not retroverted. Physician started the insertion on right side and informed that ostium was in the field of vision during placement. It was easy to introduce the catheter into both tubes and the placement was successful (externally visible coil in the uterine cavity: 1 on each side; no pet fibers visible). Procedure took 4 minutes. In addition, physician reported that 2 inserts were used and states that patient experienced pain during passage through the cervix and after procedure. She did not present vasovagal syncope reaction. No other procedure was performed at the same time. On (B)(6) 2008 during consultation, she had as postoperative effects bleeding and pain/cramps. Due to intense pelvic pain episodes persistent 10 days post essure placement, she requested implants removal. In (B)(6) 2008, bilateral salpingectomy was performed. Patient used postoperative analgesics. Additionally, reporter considered that the procedure final result has failed and informed that patient was unsatisfied due to pain episodes and salpingectomy. Product technical complaint investigation and final assessment were received on (B)(6) 2015: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. The bayer reference number for the ptc report is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in (B)(4). In this particular case a search in the database was performed on (B)(6) 2015 for the following (B)(4) preferred term: procedural pain. The analysis in the global safety database revealed 168 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, study case report refers to a (B)(6) year-old female subject who was involved in an observational company-sponsored study(study number (B)(6)). She experienced bleeding and intense pelvic pain epidoses (pain/cramps) persistent 10 days after fallopian tube occlusion insert (essure) placement. The devices were removed by salpingectomy. All events are listed according to essure's reference safety information and were considered serious due to medical importance. After essure insertion abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur; in this case given the close temporal relation between the events and essure procedure causality with the study device cannot be excluded. This case was regarded as incident due to the required intervention for devices removal. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.